Manufacturer narrative:
Analysis summary: an attempt to reproduce the reported event was conducted 5 times using samsung galaxy a71, android 11 devices with 780g pump and app ver 1.2.1 and we were unable to reproduce the issue during testing. Pairing was successfully performed 5 times. Software performed as expected per specification. The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). The most likely causes are listed below: bluetooth stack implementation. High level of electromagnetic noise. Troubleshooting steps were provided to the technical support team which are listed below that could help the customer: 1) check the device for the other apps which use bluetooth connection and remove them if any are present. 2) check the phone for the connection to any bluetooth devices, remove if any are present. 3) check does the system update is available, if available - install that update. 4) execute clearing data for the bluetooth app. I have emui device to provide exact instruction, but this flow should be like: settings apps select bluetooth app clear data; 5) disable and enable bluetooth; 6) re-install mmm app and try to pair again. 7) try to pair in another location, with a lower level of electromagnetic noise. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to mobile-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.